Event description:
It was reported that a clearlink secondary medication set was involved in a simultaneous flow incident. According to the report, ¿IV fluid was dripping from both primary and secondary bags despite interventions of increasing the height difference and reprogramming the pump.¿ the reporter provided the following setup details: the primary bag (1000 ml) was hung lower than the secondary bag (50 ml) using the baxter hanger, the bags contained normal saline and an antibiotic, the secondary set was connected to the primary set¿s y-site that was closest to the drip chamber, and the roller clamp on the secondary set was open. There was no patient injury associated with this event and no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.